Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.0/098 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On the same date the lens was exchanged with a longer lens and the problem was resolved. No patient injury occurred and the cause of the event is reported as unknown. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the lens tore/broke during injection/delivery into the eye. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - lens work order search: one similar complaint type event reported for units within the same lot. Claim#: (B)(4).